Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the sensor alarmed multiple lost sensor alarms. Customer's blood glucose was 278 mg/dl. Customer's mother reported the cannula was missing from the sensor after it was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.